Event description:
Customer called to report the pump did not have an audible tone. Also stated the unit was dropped onto a tile floor. Troubleshooting was performed. The audible tone was not able to be heard. Device was not bumped or exposed to moisture.